Event description:
On june 18 2022, access bio received a complaint via email regarding false negative result. The complainant tested negative on carestart covid-19 antigen home test but positive on another brand (roche) rapid test. The complainant said she would get a pcr test to confirm but she hasn't responded even after a total of five attempts (four by email on june 22, june 22, june 28, july 12 and one by phone on july 28). Symptoms and adverse patient effects were not reported.

Manufacturer narrative:
In order to identify the true root cause of this allegation, access bio would need to further communicate with the complainant to rule out potential root causes, however, in the absence of information from the customer it would be difficult to rule out potential root causes identified below. 1. Complainant might misinterpret test results. 2. Complainant might not follow the instructions for use (IFU): a. Inadequate sample collection. B. Interpreting results before 10 minutes. C. Not performing test immediately after opening the test device in the pouch. D. Potential contact with foreign substances and household cleaning products during sample collection and testing. E. Operating test outside of storage conditions. F. Excessive buffer application to sample well of test device. 3. Complainant might not use the test in accordance with its intended use. A. Testing outside of first 7 days of symptom onset. B. Taking high doses of biotin (> 10 mg per day). 4. 13% of false negative results are expected based on performance characteristics claimed for this test (87% ppa). 5. Tests might be exposed to extreme environmental conditions during storage. 6. Another brand (roche) rapid test might yield false positive result. 7. Pcr test she planned to perform might yield negative result, resulting in true negative test by our brand of covid-19 antigen test. Access bio will continue to monitor further complaints through our data trending programs and take further actions based on identified valid trends.